Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer attempted to drape the system; however, the single port (sp) instrument drape accessory repeatedly detached from the camera arm. The customer attempted to secure the drape using both hands and additional force, but the issue persisted. A technical support engineer (tse) recommended replacing the drape. After installing a new drape, the customer was able to successfully drape the system. The procedure was completing as planned with no reported injury.